Event description:
It was reported that the right atrial (ra) lead impedance measured zero ohms with no sensing and no pacing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.